Manufacturer narrative:
Other text: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the device showed the battery door's gasket, upstream occlusion sensor seal, and lcd lens were worn. The event log showed multiple downstream occlusion alarms starting on (B)(6) 2022 at 9:06:39 am to 9:09:14 am. During the functional test, the customer's problem was not duplicated. An investigation into the event log revealed an alarming issue with the downstream occlusion sensor. Removal of the downstream occlusion sensor seal, yielded a contaminated and scratched sensor. Contamination or scratches on the sensor would cause intermittent downstream occlusion sensor issues. The downstream occlusion sensor was replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed down occlusion. No patient injury reported.